Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty loading a new cartridge as an unspecified alarm occurred during the change cartridge step of the load process. The customer was able to install a cartridge and complete the load process. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.